Manufacturer narrative:
Internal complaint number: (B)(4). Auto number: (B)(4). A lot history record review was completed for lots 25130134, 25130185, 25130142, 25130272 and 25130281, the last 5 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed. Blood was also observed on the handle of the device. The heater wire was detached at the center and tip of the hot jaw, while remaining attached at the base. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after 18 seconds of sustained activation. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.66 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, and the received condition of the device, the reported failure "intermittent continuity" is not confirmed. The reported failure "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester stated that device wasn¿t activating. I checked equipment and power box was set at five. I instructed them to lower to 3 and to allow device to undergo a short cool off period. Device began to function but there was a problem again with activation. I instructed harvester too pull out device and clean the jaws, and upon closer inspection, the wire in the jaws was out of place. Harvester requested a second kit to be opened. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester stated that device wasn't activating. I checked equipment and power box was set at five. I instructed them to lower to 3 and to allow device to undergo a short cool off period. Device began to function but there was a problem again with activation. I instructed harvester too pull out device and clean the jaws, and upon closer inspection, the wire in the jaws was out of place. Harvester requested a second kit to be opened. The hospital did not report any patient effects.